Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, the lens was removed because the patient was experiencing "blurred vision/unable to focus". The clinical reason for the lens removal is "dislocated iol." Additional information requested.

Manufacturer narrative:
Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. Information was provided that the 19.0, +2.50 add power lens model was replaced with a non multifocal toric 19.5 diopter lens. (B)(4).

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).